Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: test strip issue.

Event description:
Consumer complaint of blood result reading of "lo". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 96-140mg/dl fasting. Verified the strips expire 05/29/2015. The customer is unsure of the exact open date but states it has been a while since she first opened the vial of test strips. Customer did not confirm the storage conditions for the test strips. Reviewed meter memory: lo; (B)(6) 2015; 05:48:00 pm; fasting: no, lo; (B)(6)2015; 07:54:00 am; fasting: yes, 313mg/dl; (B)(6) 2015; 06:26:00 pm; fasting: no, 88mg/dl; (B)(6) 2015; 07:28:00 am; fasting: yes, 161mg/dl;(B)(6) 2015; 08:48:00 pm; fasting: no. No adverse event reported.